Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, below the knee vessel. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured when it was crossing the lesion. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.